Event description:
It was reported that before using, the balloon of temporary pacing electrode catheter did not open when filled. It seems like it stuck together.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened with original label, used temporary pacing electrode catheter. Visual inspection of the sample noted using the luer lock catheter balloon was inflated with 1.5 cc air, stopcock closed syringe removed. Allowed to rest with no leaks noted for one minute. The balloon inflated with no issues, stopcock opened, and balloon deflated. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before using, the balloon of temporary pacing electrode catheter did not open when filled. It seems like it stuck together. Per follow up information received via ibc on 26apr2024, customer stated that it was not possible to inflate the balloon and there was no patient involvement.